Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using the pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide device used was successfully pre-placed using the pre-close technique. No suture was present after deployment of the second proglide device. An additional proglide device was used for successful suture placement using the preclose technique. The evar procedure was completed and hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device; however, it was not reported if the physician is established in the pre-close technique. No additional information was provided.